Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. Please reference MFR# 3005956347-2017-00067 for the initial inlay serial# (B)(4). Complaint reference number: (B)(4). Device discarded by user.

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. On (B)(6) 2017, the inlay was explanted due to decentration. Additional information has been requested.

Manufacturer narrative:
Please reference MFR report #: 3005956347-2017-00067 for the initial inlay serial #(B)(4). Complaint reference #: (B)(4).

Event description:
The surgeon provided the following new information. Preoperatively, the patient's best corrected distance visual acuity (bcdva) was 20/20 and there was no significant decrease in bcdva compared to baseline. The initial surgery to implant the first inlay was uneventful and the decentration was described as completely out of center pupil, displaced nasally. Flap striae was present due to the inlay repositioning attempt performed on (B)(6) 2017. The patient also experienced glare secondary to a corneal ulcer. The decentration that occurred with the replacement inlay was described as nasal decentration. The patient currently has a faint corneal scar with cataract development and her prognosis is good. The surgeon believes the patient's severe seasonal allergies and forceful sneezing episode caused aggressive eyelid closure and inlay decentration.